Manufacturer narrative:
(B)(4). Method: the complaint rt266 breathing circuit was returned to fisher & paykel healthcare (B)(4). The returned breathing circuit was visually inspected and pressure tested. Results: visual inspection revealed that the collar at the patient end of the expiratory limb was cracked. No other damage was observed to the breathing circuit. The pressure test showed that the returned breathing circuit was within specification. A lot check revealed no other complaints of this nature for the lot number provided. Conclusion: we are unable to determine what may have caused the damage noted on the returned breathing circuit. Previous investigations of similar complaints suggest that the observed cracking on the connector was most likely due to the connector coming into contact with cleaning chemicals resulting in environmental stress cracking. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. This suggests that the complaint circuit became damaged after it was released for distribution. The user instructions that accompany the rt266 state the following: check all connections are tight before use; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms. The user instructions also state the following: do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitizers.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that they found a crack in the collar on the expiratory limb of an rt266 infant dual-heated evaqua2 breathing circuit after five days of use. No patient consequence was reported.